Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev1198 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter break was found. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2021. On (B)(6)., 2021, the catheter break was found. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however, the exact cause is unknown. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned assembled, and a break was observed in the catheter at the 57 cm depth marker. Tensile weakness was observed in the catheter leading up to the proximal side of the break site. A microscopic observation revealed the break sites were angled with mostly flat and granular facture surfaces. The break surfaces were observed to match and one location on each surface was found to be stepped and exhibited a rough and uneven texture. The tensile weakness observed near the break site in the returned catheter as well as the flat and granular texture of the majority of the break surface suggest the catheter broke due to excessive tensile (pulling) force; however, the irregular step and surface texture in the break sites suggest the catheter may have been damaged prior to the event of the tensile break which weakened the catheter material at that location. The exact cause of this original damage could not be determined from the evidence observed on the returned sample. Possible causes include instrument damage, compression damage, and contact with a hard and/or pointed object. H3 other text : evaluation findings are in section h.11.